Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair m-series surgical lighting system and found the internal snap ring which attaches the lighthead to the spring arm had detached from where installed resulting in the reported event. The unit is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The service technician is awaiting parts to replace the entire detached lighthead assembly. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that a lighthead detached and had fallen from their harmonyair m-series surgical lighting system. There was no patient in the room at the time of the reported event. No report of injury.

Manufacturer narrative:
Based on the results of the investigation, the cause of the snap ring detaching is unknown. The technician replaced the light head, tested the unit, confirmed it to be operating according to specifications, and returned it to service. A 2-year complaint review indicate this to be an isolated event. No additional issues have been reported.